Event description:
The iab was inserted into the pt on 4/1/98. On 4/12/98 an alarm sounded from the sys 96 pump. The catheter was checked and there was no blood. Iabp was restarted but the alarms continued. When the iab was removed, there was a mass of blood in the balloon. (Event complications: none from the event-reported 4/22/98.) (Pt's current status:unk-rpt'd 4/22/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitich patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/19/98).